Event description:
Pencil #1: first degree burn occurred while the esu was being activated with the cable of the pencil draped over the patient's arm or body. A nurse saw some arcing, or a spark, occur at the cable to the patient. This happened with three pencils but the same patient/procedure. The biomed and manufacturer's technicians tested the esu and believe the esu did not cause or contribute to this event.